Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced low blood glucose levels (66 mg/dl) on (B)(6) 2026 which was managed by drinking juice. Patient had no idea what led to low blood glucose levels. No further information available.